Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 1 device evaluation is in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Event confirmation status 2 reported events were confirmed; the cause traced to component failure. Evaluation results 2 devices were found to be affected by a fracture.